Manufacturer narrative:
E1 - completed initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing, the bronchovideoscope had an e315 error. There was no patient involvement.